Event description:
Pt was revised due to osteolysis.

Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). The supplied medical records were forwarded to a depuy medical professional for review. Review of the supplied medical records confirmed a large osteolytic lesion in the distal femur. With the information provided, it cannot be determined that the complaint is product related. It would not be unlikely to find polyethylene wear debris after 10 years and malpositioned implants and the patient¿s excessive weight could have accelerated the amount of wear. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.